Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The response to a request for the return of the device indicates that the pump is not being returned for evaluation. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. No serial number was provided to depuy mitek, therefore no manufacturing record evaluation could be performed. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description provided for reporting. D10: part returned h6: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6)2019 : updated event description : it was reported by the affiliate via email that the fms vue pump, which controls the pressure of the physiological solution inside the shoulder, did not correctly regulate the pressure inside the patient's shoulder, and thereby generating an inflammation in the joint capsule. While checking the fms fluid management system/inflow tubing (fms duo+ or fms solo), it was verified that it is not compatible with the connection, the correct inlet tube would be fms fluid management system inflow tubing (fms vue) for this reason it is estimated that the inflammation was generated in the patient.there was a resulting surgical delay of 1 hour approximately. The procedure was completed by performing another surgical technique. Surgical intervention was planned. Inflammation was generated in the joint capsule of the patient. There were no alternatives readily available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The serial number is unknown.

Event description:
It was reported by the affiliate via email that the fms vue pump, which controls the pressure of the physiological solution inside the shoulder, did not correctly regulate the pressure inside the patient's shoulder, and thereby generating an inflammation in the joint capsule. While checking the fms fluid management system/inflow tubing (fms duo+ or fms solo), it was verified that it is not compatible with the connection, the correct inlet tube would be fms fluid management system inflow tubing (fms vue) for this reason it is estimated that the inflammation was generated in the patient.